Event description:
The customer reported that the insulin pump alarmed while attempting to prime and insulin squirted out. The blood glucose reading was 378mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the alarm. The device had scratched display window.